Event description:
It was reported that the motor device had a cutter device that "would not re-connect". It was unknown if the device was used in a surgical procedure. A spare identical device was available for use. No surgical delays were reported. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. During testing the device would hold the cutter, therefore, the reported condition was confirmed. This was due to improper use. If additional information should become available, a supplemental medwatch report will be sent accordingly.